Manufacturer narrative:
Updated fields: b4, d9, e1 (event site email), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field : due to character limit in block e1 (initial reporter) - (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the unit tested with fiber optic kit which passed, the lamp was cleaned and retested passed ok. Unit run on test with trainer for 20 minutes without errors. No fault found. Returned to customer in good working order.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) alarming and requires maintenance of the fiber-optic module. No patient was either at risk or actual injured.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6 (health effect ¿ clinical code, health effect ¿ impact codes), h11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) alarming and requires maintenance of the fiber-optic module.